Manufacturer narrative:
The investigation for the reported issue has been completed. Data logs were not sent. Visual inspection of the returned pump revealed significant amounts of biomaterial in the outflow, around the impeller, and in the purge gap. Therefore, the cause of the pump stop was ingested biomaterial. As noted in the impella IFU: impella cp with smart assist system section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The complainant reported a pump stop during use of the device. The pump was removed and replaced with no harm to the patient.